Event description:
It was reported that when using the bd pyxis¿ anesthesia station es stuck on black screen and remote support service shown offline, which located on gi2. The customer attempted to reboot the station, but the issue persisted. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on the basic input/output system (bios) screen requesting a password. A field service engineer (fse) powered down the station, reseated the hard drive connections, logged into the bios in admin mode, modified the boot sequence to prioritize the hard drive and restarted the station to resolve the issue. The system functioned as intended after the field service engineer repaired the device.